Event description:
Per the clinic, the patient was hospitalized from (B)(6) 2014, until (B)(6) 2014, due to skin flap breakdown around implant site resulting in exposure of the receiver/stimulator unit. The device was explanted on july 3, 2014, and the patient was reimplanted with another manufacturer's device on the contralateral side during the same surgery.

Manufacturer narrative:
This report is filed september 9, 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufcaturer.